Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The customers provided results of third-party testing where: the results of the first culture test on (B)(6) 2023 showed 2 colony forming units (cfus)/10ml of coagulase-negative staphylococci were detected in the biopsy channel; 1 cfu/1ml and 13 cfus/10ml of candida species (spp) were detected in the auxiliary channel; 2 cfus/10ml of candida spp were detected in the suction channel. The results of the second culture test on (B)(6) 2023 showed 5 cfus/10ml of coagulase-negative staphylococci and 1 cfu/10ml of candida spp were detected in the biopsy channel. The results of the third culture test on (B)(6) 2023 showed 4 cfus/10ml of coagulase-negative staphylococci were detected in the suction channel. The results of the fourth culture test on (B)(6) 2023 showed 1 cfu/10ml of coagulase-negative staphylococci was detected in the biopsy channel. The results of the fifth culture test on (B)(6) 2023 showed 1 cfu/0.1ml, 5 cfus/1ml, 28 cfus/10ml of candida parapsilosis were detected in the auxiliary channel. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: distal end is deformed; adhesive on bending section rubber has wear; due to wear of forceps elevator lever, up/down knob cannot be locked securely; due to wear of angle wire, bending angle in up direction does not meet the standard value; ultrasonic probe is loose. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes reprocessing methods in the following chapters: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no bacteria detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the gastrovideoscope was used for one procedure during the wait for hygiene microbiocidal investigation (hmi) result. Additionally, it was noted that the device was quarantined till (B)(6) 2023 and on the (B)(6) 2023, it was used in 5 diagnostic procedures. There were no reports of patient harm. This report is related to and linked patient identifiers (B)(6) & (B)(6).